Manufacturer narrative:
Additional, corrected, and/or changed data: b1, b2, b5, h1, h6, h10.

Event description:
This MDR has been processed as a duplicate of MFR report #3005113652-2025-00359. All reportable events have been transferred and reported under MFR report #3005113652-2025-00359.

Event description:
A patient reported being injected off label in the upper lip contour and lower cheeks bones with juvéderm® volux¿. About one month after, the patient experienced ¿a violent inflammation on their face with blurred vision.¿ the patient sent photos to the hcp and diagnosed the patient with ¿contact dermatitis.¿ the patient was treated with cortisone ointments and tablets. The following month, ¿the problem recurs with redness, swelling, and hard bumps on the right temple.¿ the hcp saw the patient and diagnosed them with ¿angioedema and prescribes a series of tests including ana and ena to rule out connective tissue.¿ the patient was treated again with cortisone creams and tablets. About two months later, the tests results ¿showed an alteration in ana and ena with a slightly high esr. The patient saw another hcp who¿s diagnosis was an inflammation that could develop scleroderma over time if the cause is not identified and eliminated. That hcp recommended other blood test and capillaroscopy. The following month, the patient experienced ¿yet another crisis.¿ the patient becomes ¿monstrous¿, and the hcps refer the patient to another hcp. The following month, the patient was treated with ¿reumaflex, a chemotherapy drug with vedoss who was prescribed by the last hcp. The next month, the patient had an echo and revealed ¿palpable nodules beyond the dental arch¿ and also ¿confirms the presence of nodules in the soft tissues of the cheek bones, as from the infiltration treatments.¿ the patient was also treated with ¿hyaluronidase which dissolved only the smaller nodules but not the other two.¿ the patent saw another hcp who advised the patient ¿the possibility of surgical removal.¿ symptoms are ongoing. This is the same event and the same patient reported under emdr-(B)(4). This emdr is being submitted for the serious unexpected adverse drug experience.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of vedoss (very early diagnosis of systemic schlerosis), deemed not device related, is considered an unexpected adverse drug experience.